Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at a pressure of 20 atmospheres. The device was removed without difficulty, and the procedure was completed using another device of the same type. There were no patient complications as a result of this event. It was further reported that the target lesion is 40% stenosed, mildly tortuous, and moderately calcified. The device was inflated twice and rupture at 12 atmospheres for 10 seconds.

Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at a pressure of 20 atmospheres. The device was removed without difficulty, and the procedure was completed using another device of the same type. There were no patient complications as a result of this event.